Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter inside. This was discovered during use. The following information was provided by the initial reporter: material no: 302830 batch no: 9085879 it was reported that there are gray and black particles inside syringe. Complaint: gray and black particles inside bd 20cc luer-lok syringe.

Manufacturer narrative:
Investigation summary: one (1) sample and two (2) photos were provided by the customer for investigation. The sample was returned in a sealed blister pack. The sample was removed from the blister pack and was visually examined using 10x magnification with no foreign matter being observed. Two (2) photos were provided by the customer for investigation. One (1) photo shows a filled syringe with a black piece of foreign matter visible in the solution. The second (2nd) photo shows a piece of foreign matter on a cotton swab. No foreign matter was observed in the returned sample; however, the photos provided by the customer both show black foreign matter. Without a physical sample to analyze the foreign matter that appears in the photos provided by the customer cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter inside. This was discovered during use. The following information was provided by the initial reporter: material no: 302830, batch no: 9085879. It was reported that there are gray and black particles inside syringe. Complaint: gray and black particles inside bd 20cc luer-lok syringe.